Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2,000 mcg/ml, 111.2 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The hcp reported a motor stall was seen at initial interrogation. The patient had a magnetic resonance imaging (MRI) on (B)(6) 2019 and did not have the pump status checked post-MRI. The hcp stated the patient came in the office today for a dosing decrease and they noted a motor stall occurred at the same date and time the MRI was performed. There was no motor stall recovery noted and a tube set occurred on (B)(6) 2019. The hcp was recommended to wait 30 minutes and recheck the pump status with logs. The hcp called back and reported a motor stall recovery occurred. Telemetry state was discussed and the patient stated they understood and believed that is what occurred with the patient's pump due to MRI because the patient had no withdrawal symptoms. There were no symptoms reported. No further information reported.